Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference manufacturer report: 1627487-2019-08972, 1627487-2019-08973. It was reported that patient lost stimulation from (B)(6) 2019 when she was in a motor vehicle accident and had jolting sensations and spasm down both legs. Impedances were checked and were within normal range .x-rays were all normal. No abnormalities were seen. To address the issue patient underwent surgical intervention where the scs system was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.